Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a broken sensor wire. At the time of the event patient was unable to begin cgm session. Patient proceeded to remove sensor from insertion site. Upon sensor removal, patient reported that the sensor wire was partially protruding from insertion site and was successfully removed from body. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.